Event description:
The clinician reports the implant was inserted (B)(6) 2019 in ada 30. On 2023-11-08, loss of osseointegration was verified. Patient presented with previous bone augmentation. The device was forwarded to the manufacturer. At the event the patient experienced: peri-implantitis, pain and inflammation. No further patient complications were reported.